Event description:
Boston scientific received information that a latitude red alert was received from this system due to shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received twenty-one months after the initial observations stating this patient received three shocks due to an episode of atrial fibrillation with rapid ventricular response (rvr). Device interrogation revealed that an open circuit had been detected following the delivery of the shocks. Current shock impedance was 98 ohms and sensing and threshold measurements were within normal limits. A boston scientific technical services consultant discussed the clinical observations with the caller. A revision procedure was performed and the system was removed from service and replaced without further incident. No adverse patient effects were reported